Event description:
It was reported that a patient presented in-clinic. Upon performing a capture test, the patient's pacemaker was found to have lost pacing output and exhibited a diagnostic anomaly. No additional intervention was taken and the capture test was completed. No patient consequences were reported.